Event description:
The customer reported to olympus that the gastrointestinal videoscope fell. The device was returned for evaluation. During the device evaluation, a foreign object was found in then ozzle. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the nozzle has foreign objects. Additional non-reportable was found during device evaluation: due to wear of angle wire, bending angle in up direction and the play of up/down (u/d) knob does not meet the standard value, the bending tube was deformed, the adhesive on bending section cover (a-rubber) had a chip, the adhesive around objective lens and the light guide (lg) lens was peeled, the plastic distal end cover (c-cover) and connecting tube had a scratch, the angle wires were stretched, the suction (s)-connector had corrosion and a scratch, the protector of universal cord on s-connector side and control section side had a scratch, the universal cord had a scratch, the forceps channel port was shaved, the grip had a scratch, the switch box had a scratch, the switch 1 (sw1) has a scratch, the suction (s)-cylinder was shaved, the paint on air/water (aw)-cylinder was peeled, the forceps elevator (fe) lever, fe knob the u/d knob, right/left knob had a scratch, the control unit had discoloration and scratch, and the electrical (el)-connector had discoloration due to water leakage. As upon evaluation, foreign material was found in the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was immersed in detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. The customer flushed the air/water nozzle/channel with detergent solution. According to the customer, the following details regarding the cds process were unknown: whether there was no delay/lag time between the end of clinical use and the start of pre-cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 19 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be specified. It is unknown if reprocessing was performed in according with instructions for use (IFU); therefore, the root cause of why the foreign material remained on the subject device could not be specified. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions, operation manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.